Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction during the lead revision procedure. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged about one month post-implant. A lead revision was performed, but the helix could not be retracted so this lead was explanted and a new lead of the same model was implanted to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.